Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During the procedure, the transseptal puncture was superior which resulted in an aorta hugger. However, the first clip was implanted successfully. A second clip delivery system was advanced to the mitral valve but due to the patient's restricted posterior leaflet multiple grasping attempts were performed to simultaneously capture both leaflets. The clip was implanted but post deployment it detached from the anterior leaflet (single leaflet device attachment (slda)). The physician believed the slda was due to leaflet tissue health and challenging imaging. No additional clip or further medical treatment was provided. The mr was reduced to grade 3. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to a combination of patient anatomy and challenging imaging. The reported poor image resolution was due to procedural circumstances (difficulty navigating shadow from the catheter). The reported difficult leaflet grasping was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.